Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated. (B)(4).

Event description:
It was reported that this pacemaker displayed an unknown code. It was determined that the device was in safety core mode. The patient was pacemaker dependent at the time. It is unknown if there was any pacing inhibition at this time. Additional information is being requested from the field. The device was explanted for premature battery depletion and replaced with a new device. No additional adverse patient effects were reported.